Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient believed the lead had moved. In the middle of her back above her buttocks she could feel about 2 cm of a skinny thing, which is more than she could feel before. The patient noted this a month or 2 ago. There were no falls or trauma and no changes in therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v513024, implanted: (B)(6) 2010, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v535584, implanted: (B)(6) 2010, product type: lead. Product ID: 3037,serial# (B)(4), product type: programmer. (B)(4).